Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive sars-cov-2 igg result generated on the architect i2000sr processing module on a (B)(6) patient. The following data was provided (reference range: >/= 1.4 s/c is positive): on (B)(6) 2021, sid (B)(6), initial result = 1.52 s/c, repeat = 0.13 s/c, repeat after recentrifugation = 0.11 s/c. The sars-cov-2 igm result was 0.15 s/c (reference range: < 1.00 s/c is negative). The patient nor the patient¿s family has a history of a covid-19 infection. No impact to patient management was reported.

Manufacturer narrative:
The customer observed positive results for a patient sample when testing was performed using architect sars-cov-2 igg reagent lot 23482fn00. The patient and the patient¿s family have no history of covid-19 infection. The complaint investigation for false positive results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature, and device history records. Additionally, in-house sensitivity and specificity testing for reagent lot 23482fn00 was completed. Labeling was reviewed and found to adequately address the issue under review. Device history record review on lot 23482fn00 did not show any potential non-conformances, or deviations. In-house testing for reagent lot 23482fn00 for both clinical specificity and sensitivity was completed using a retained sample of the complaint lot. Two architect instruments were calibrated with the complaint lot and controls were ran. For specificity testing, twenty replicates of the negative control were tested on each analyzer and all validity and acceptance criteria were met indicating that the lot is performing acceptably. For sensitivity testing, twenty replicates of the positive control were tested on each analyzer and all validity and acceptance criteria were met indicating that the lot is performing acceptably. Results should be used in conjunction with other data; e.g., symptoms, results of other tests and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation, no systemic issue or deficiency of the architect sars-cov2-igg for lot 23482fn00 was identified.